Manufacturer narrative:
The involved pump has not yet arrived at mmdg, and an evaluation of the device has not been possible. Mmdg will update this report as information comes available.

Event description:
Mmdg was contacted with a request to download the internal event log of a pump that may have been involved with the passing of a patient. The patient had been placed in in-home hospice care. According to the initial reporter, the pump was provided to the patient and programmed to deliver hydromorphone at a standard bag size and dose for the medical situation. The patient passed away a few hours after the pump was set up. Upon following up with the initial reporter, mmdg clinical recorded the following conversation: "spoke with complainant. She explained that the pump was requested in a hurry from patient's physician who said to "hurry and make a pca" for a hospice patient, and stated that the patient "didn't have long." The pharmacy had the pump programmed, delivered, and connected to patient "within 2 hours." She stated that their allotted time is actually 4 hours, so the pump was "rushed there." Shortly after the patient was hooked up to the pump, the patient expired. Family is claiming that "the pump killed" their family member. The complainant believes that the "family was not prepared for the patient to die." She believes that the patient "finally got comfortable," and the timing of the pump being connected and the patient dying is random. Where the patient was declining rapidly before the pump was ordered. She states that she has returned the pump to moog." (B)(4).